Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-05186 and 2015691-2021-05188. Investigation is ongoing.

Manufacturer narrative:
Added. H.6 type of investigation and investigation findings. Corrected h.6 component code and investigation conclusions. The device was returned for evaluation. The 14f esheath was returned with the commander delivery system partially inserted through it with the crimped valve stuck within the hub. During visual inspection, the sheath was noted to be partially expanded until about 100mm distal to the strain relief. The distal tip was partially opened along the axial score line. Two liner tears located distal of strain relief with lengths of 32mm and 11mm, respectively. Two minor shaft kinks located 20 cm and 70 cm distal to the strain relief, respectively. Deep scratches noted along shaft. Sheath distal tip split and soft tip damage/tear were noted. Due to the condition of the returned device, no relevant function testing was able to be performed. The associated commander delivery system was returned for evaluation. The outer diameter (od) of the flex tip of the flex catheter was measured. The flex tip od is the largest od along the entire flex shaft. Ods that are oversized may contribute to delivery system insertion difficulties through the sheath. The flex tip od was found to be within specification. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. During thv retrieval back into the sheath, thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU/training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. In this case, as the valve serial number was not provided, the configuration of the valve is unable to determined. The corrective action is intended to reduce, but not eliminate the complaint occurrence. The pra remains applicable, and no further action is required. The resistance between system components, sheath kink, torn liner, and split distal tip were confirmed through evaluation of the returned device. As no lot/work order information was provided, reviews of the DHR and lot history were unable to be performed. However, no manufacturing nonconformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per evaluation of the returned device, the sheath was partially expanded, indicating that there was likely resistance during delivery system insertion through the sheath. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The returned device showed deep scratches along the shaft and soft tip damage, which are indicative of contact with sharp calcified nodules within the access vessel. Vessel calcification can create a challenging pathway for delivery system insertion/advancement through the sheath, as it can create a constrained condition and prevent the sheath from fully expanding during the advancement of the delivery system, increasing the necessary push force to advance the delivery system through the sheath. This patient factor, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, it is likely that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per evaluation of the returned device, the sheath had two kinks along the shaft. As delivery system advancement resistance was experienced, increased push force was likely applied. This likely led to the sheath shaft to kink during the additional attempts to overcome the resistance. As such, available information suggests that procedural factors (high push force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per evaluation of the returned device, the sheath liner was torn near the strain relief. As it is probable that the patient's access vessel had presence of calcification as evidenced by the scratches along the sheath shaft, sharp calcified nodules may have contacted the sheath liner, weakening, or directly tearing it. Additionally, as the associated crimped valve was shown to have a bent strut, it is possible that the strut made contact with the sheath liner and tore it during device manipulation to overcome the delivery system insertion difficulty through the sheath. As such, available information suggests that patient (calcification) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per evaluation of the returned device, the sheath distal tip was split. As it is probable that the patient's access vessel had presence of calcification as evidenced by the scratches along the sheath shaft, the calcified nodules may have also come into contact with the sheath distal tip, splitting it and causing the tip to partially open along the axial score line. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, a 14fr e-sheath, a 26 mm commander ds and a 26mm sapien 3 ultra valve were returned for evaluation; however, the devices returned didn't match any cases reported by the hospital. As no other complaint was claimed from this hospital, new complaints were opened to capture the observations during evaluation. The edwards commander delivery system was received with the loader cap assembly, 14f sheath and valve inserted. The balloon ic bond was torn and the wings were visible. Minor bunching on the balloon pumpkin was noted. The sheath was partially expanded. The not expanded liner measured approximately 120 mm from the soft tip. Two kinks in the hdpe at 20 cm and 70 cm from the strain relief were present. There were two tears in the liner next to the strain relief. The tears measured approximately 32 mm and 11mm in length. The tip was not opened. Soft tip damage was present. There was a tear in the soft tip and hdpe, the tear measured approximately 5 mm in length. Scratches were present along the hdpe. The valve was stuck in the sheath's hub. Sheath housing disassembled to remove valve by engineers. During disassembling the cross-slit valve was broken. The valve was received crimped in the balloon. One bent strut pointed outward approximately 40 degrees at the inflow aspect.